Event description:
On (B)(6), 2010, this patient presented for thoracic aortic aneurysm treatment with gore tag thoracic endoprostheses. The patient's right external iliacs were dilated using a 24fr dilator. While inserting the gore dryseal sheath, a small amount of resistance was felt, but was inserted to the mid-common iliac range. The first gore tag thoracic endoprosthesis was placed. A dramatic decrease in blood pressure and EKG was noted. Angiography revealed extravasation originating from the patient's iliac artery where the sheath was inserted. The iliacs were lined with covered stents (manufacturer unk). The patient expired due to blood loss. The patient's external iliacs measured approximately 6-7 mm with bilateral stenosis and calcium. Sizing for this case was done previous to the gore rep's arrival. Images were read in the field. The physician did not attribute the death/blood loss to our sheath and noted patient access site was not ideal.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.